Event description:
It was reported that the patient presented remotely via merlin.net transmission. Transmission showed that the implantable cardiac monitor (icm) had incorrectly displayed unspecified measurements. No intervention was performed. The patient was in stable condition.